Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable alp2 alkaline phosphatase acc. To ifcc gen.2 and ureal urea/bun results for 2 patient samples on a cobas 8000 c702 module. This medwatch will cover alp2. Refer to medwatch with a1 patient identifier pt-00070199 for information on the urea results. For sample 1, the initial alp result was 9 u/l. The result did not match the patient's clinical history which prompted the customer to repeat the sample. The repeat result was 144 u/l. For sample 2, the initial urea result was 0.5 mmol/l. The result was lower than the measuring range which prompted the customer to repeat the sample. The repeat result was 11.6 mmol/l.

Manufacturer narrative:
The qc recovery data provided was acceptable. The investigation did not identify a product problem. The root cause of the event could not be determined.